Event description:
Co rec'd a medwatch report from facility stating that (1) a female pt rec'd a thermal injury to her left hip, (2) the "injury was due to positioning of pt while transporting with contact of unit to skin," and (3) "this was an adverse event, but not an equipment malfunction". A f/u conversation with facility indicates that while the pt was being transported within the facility, the mark 5 fell over causing liquid oxygen to leak. (Reference complaint file # c19983680)